Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. It was also reported the pt is experiencing new pain due to developing neuropathy in both legs which is also affecting his arms. Additionally, the pt experienced positional stimulation in addition to stimulation when system stimulation was off. Subsequently, the pt's scs system magnet mode was turned off.